Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts arranged replacement pump under warranty, confirmed shipping address, provided instructions for storage mode and for returning malfunctioning pump within 10 days, and advised customer to reenter pump settings and reconnect cgm to replacement pump, which customer understood and acknowledged.